Event description:
It was reported the implantable cardioverter defibrillator(ICD) delivered non-sustained right ventricular oversensing alerts for far p wave oversensing. No changes or interventions were performed; the ICD continues to be monitored. There were no consequences for the asymptomatic patient.